Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device's ECG is not functioning. The device provides a false asystole reading. The customer tried troubleshooting and changed the leads and the problem persisted. It was reported that the alleged failure was observed while the device was in use on a patient. However, no adverse patient impact was reported by the customer.